Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 89% stenosed, 20x2.0mm, concentric, de novo target lesion was located in the non- tortuous and non-calcified left circumflex artery (lcx). A 7 fr non-bsc guide catheter was placed. A 2.00mm x 20mm maverick²¿ balloon catheter was selected for use and advanced to predilate the lesion. However, the balloon ruptured at 10 atmospheres for a duration of 5 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.